Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He installed a loaner central control monitor (ccm). The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the ccm to boot up incorrectly with multi-colored vertical lines on the display. It was determined that a bent pin on the real time clock (rtc) was the cause of the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) would not boot up correctly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.